Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient saw implantable neurostimulator (ins) in the box screen today. Possible causes were reviewed (i.e. Using the antenna locate (al) feature on the recharger and exiting out of the al feature too quickly). The patient has not had a recent programming session. It was also reviewed that the ins will need to be interrogated with the clinician programmer app to clear this. Stimulation would still on and programming would still be present in the ins if this was the reason for the ins in the box screen. The patient was not on the call with the manufacturer representative (rep) so no further details could be gathered related to what may have led to the screen.

Event description:
It was reported that the patient saw implantable neurostimulator (ins) in the box screen today. Possible causes were reviewed. The patient has not had a recent programming session. It was also reviewed that the ins will need to be interrogated with the clinician programmer app to clear this. Stimulation was still on and programming will still be present in the ins if this was the reason for the ins in the box screen. The patient was not on the call with the manufacturer representative (rep) so no further details could be gathered related to what may have led to the screen. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's right dbs has no issues. The patient turns up their therapy on both sides every night before bed to get better dystonia symptom relief in his neck; the higher setting causes some slurred speech with capsule at this setting which is why he does not have it on at this higher setting during the day. Upon trying to increase the left chest device last night, (B)(6) 2025,they got an error code on their patient programmer. This same issue was reported in (B)(6) 2025. The rep met the patient this morning at the neurologist¿s clinic and interrogated their device. This resolved the issue and allowed it to interrogate with their patient programmer to make adjustments to their therapy. The patient had no issues as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the root cause of the ins in the box screen wasn¿t determined. The device was interrogated which showed therapy was on and all therapy groups were programmed. The patient used their patient programmer, and all was fixed and normal resolving the issue. The rep was going to try and collect logs associated with the event the next time they were with the account.